Event description:
It was reported that a tl60 was used during a lobectomy. It was reported by the affiliate that the surgeon went to fire along fissure of lung and only half the staples fired. Opened a new device to complete the case. The returned device is the original out of the box and no reloads were used. There was no consequence to pt.